Event description:
It was reported that the wake button was intermittently unresponsive. Additionally, the customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.